Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2023-01646. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on l5 lead and x-ray confirmed both s1 and l5 lead migrated. As a result surgical intervention occurred wherein the leads were explanted, addressing the issue.